Event description:
The complaints team received an impact study that found that the patient had acute kidney injury while on impella 5.5 support. The study found that there was a possible relationship between the impella device and the impella procedure and the patient was put on dialysis.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿